Manufacturer narrative:
H6: investigation summary: customer returned (3) 0.5ml 29ga 1/2in loose syringes and an open polybag empty. Customer reported when the packages were opened, the syringe (where the scale is printed) was cracked. The returned sample was visually inspected and was found that the barrel was broken on one of the syringes. No issues were found on the other two returned syringes. A review of the device history record was completed for batch# 2255780. All inspections and challenges were performed per the applicable operations qc specifications. Based on the sample received, embecta was able to confirm the customer indicated issue as broken barrel. There were no quality notifications or dispatches that pertained to the complaint; therefore, no root cause can be determined. H3 other text : see h10.

Event description:
It was reported that the bd ultra-fine¿ insulin syringe was cracked. The following was recived by the initial reporter: when the individual packages were opened, the syringel (where the scale is printed) was cracked.

Event description:
It was reported that the bd ultra-fine¿ insulin syringe was cracked. The following was received by the initial reporter: when the individual packages were opened, the syringe (where the scale is printed) was cracked.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.